Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. Upon review, noise due to myopotential oversensing was suspected. Chronic right ventricular lead high capture threshold was noted for years. Fluoroscopy revealed no anomalies with the lead. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.